Manufacturer narrative:
The investigation confirmed that higher than expected vitros ipth results were obtained from a single level of a non-vitros control when tested on a vitros 5600 system. A definitive cause has not been determined; however, the calibrations in use or the calibrator fluids in use at the time of the event cannot be ruled out as contributing to the event. There was no indication that the analyzer or vitros ipth reagent contributed to the events.

Event description:
Higher than expected vitros ipth results were obtained from a single level of a non-vitros control when tested on a vitros 5600 system. L2 control results: 278.6 and 258.9 pg/ml vs expected 179.98 pg/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The customer did not indicate that patient results were affected. However; the investigation could not confirm that patient sample results were not affected or would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event. This report is number one of two MDR's for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).